Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of admission was over 500 mg/dl. It was stated that the customer woke up vomiting and went to the hospital. He was treated with insulin drip and put in the intensive care unit and released the next evening. Customer has been experiencing high blood glucose in the morning between 250 and 300 for a month and a half or two. Customer has been hospitalized due to dka for several times ever since he received this replacement insulin pump. Once he goes over 450 mg/dl his body cannot tolerate it and he vomits and goes into dka and has to go to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-10206.